Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported the dates and the expected versus actual volumes associated with the volume discrepancies were on (B)(6) 2020 note 3.0ml and printout 3.6ml, (B)(6) 2020 note 4.5ml and there was no printout but note says coincided with computer, (B)(6) 2020 note 5.1ml and printout 4.7ml, (B)(6) 2020 note 12ml and printout 4.4ml, and (B)(6) 2020 note 12.ml and printout 6ml. There were no actions taken to resolve the volume discrepancies other than documentation in june. The patient was scheduled for pump replacement in august. The cause for the volume discrepancies were not determined. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and other unknown drugs via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's pump was not working and was "totally dead". The patient clarified that they had gone in twice for refills and their hcp showed them that they should have "6 ml or ounces" but there was twice the amount than there should have been. The patient initially reported that they found this out 2 months ago, but later noted that these issues first started 6 months prior. Due to the volume discrepancies, the patient was planning to have the pump replaced with a pump from a different company and inquired if this was "an issue with the pump that they stop working". No further complications were reported.